Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shock. The patient experienced atrial fibrillation (af) with rapid ventricular response (rvr). The device delivered multiple shocks and therapy was exhausted. There was also atrial undersensing observed. Additional information obtained indicated that the patient underwent atrioventricular node ablation. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.